Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool did not have energy when the toggle switch was activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. On microscopic inspection, the heater wire on the hot jaw was observed to be slightly flexed away, but remained attached. The silicone insulation on the jaws were observed to be intact. Traces of charred tissues were evident on the jaws. An electrical evaluation was conducted. A pre-cautery test was performed following the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0 volts. The device failed the pre-cautery test; it did not produce steam nor audible intermittent beeping sound during several activations. An evaluation by an engineer was conducted. A continuity test was performed using the multi meter tester. The device failed the continuity test. The tool handle was opened to expose the inner components which includes the power switch. It was observed that there was no evidence of corrosion or contamination. No loose wires were observed. Another continuity test was conducted on the power switch. The device's power switch failed the continuity test. It was observed that there was no electrical continuity between the common (c) and normally open (no) terminals of the power switch component when the switch lever is fully pressed. The failure to transmit electrical current between the aforementioned switch terminals explains why there is "failure to deliver energy" when the external toggle switch is pulled back for activation. Based on the returned condition of the device and the results of the investigation, the reported failure mode "failure to deliver energy" was confirmed. The analyzed failure mode "bent wire" was also confirmed. The shop floor paperwork was reviewed. All the test results meet the specifications and requirements. Moving forward with the investigation, the failed power switch component was sent to the supplier/vendor for evaluation on (B)(6) 2018. On (B)(6) 2018, the supplier/vendor sent back the results of their evaluation. Their findings indicate that the normally open contact was not making electrical contact when the switch was actuated. They noted that there is some contamination on the moving contact. They stated that it got there most likely during the manufacturing process. The supplier/vendor opened a corrective action with number 18-5. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool did not have energy when the toggle switch was activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.